Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID c4tr01 cardiac resynchronization therapy pacemaker, implanted: (B)(6) 2013; 6725 x2 lead adaptors (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated capture threshold. The rv lead was explanted and replaced. The patient is participating in the product surveillance registry study. No patient complications have been reported as a result of this event.